Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient was admitted due to postoperative bacterial driveline infection. The blood culture and sputum and skin swab cultures showed no growth. There was an elevation in c-reactive protein (crp) 7.98mg/dl. On (B)(6) 2021, and positron emission tomography¿computed tomography (pet CT) showed inflammation improvement. The patient underwent changes to their medication and parenteral antibiotics (tazoferan, vancomycin, teicoplanin). The event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.